Event description:
It was reported that, "received fax (carelink transmission) - looks like av dissociation on all three v high rate egms. Last egm looks like markers are shifted - not lining up with egm". The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.